Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 15587508/15587508, model/catalog description:linear st lead kit 50 cm. Model number/catalog number: sc-3138-35, serial number: (B)(4), batch/lot number: 15545008/15545008, model/catalog description:lead extension kit 35cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure. No device malfunction was suspected.